Event description:
Per the audiologist, the patient reported a decrease in performance. Per the surgeon, the patient underwent revision surgery to reposition the electrode as the surgeon indicated it was over inserted.

Manufacturer narrative:
Implanted device remains.